Manufacturer narrative:
Initial reporter; occupation: unknown. The investigation is on-going. A follow-up emdr will be provided with the completed investigation.

Event description:
While preparing the device for an esophageal variceal ligation procedure, the user opened the 6 shooter saeed multi-band ligator. The packaging of the device and noticed that the trigger cord was found dislodged near the barrel. The procedure was then completed using another 6 shooter saeed multi-band ligator and the case was successful. Clarification on (B)(6) 2020 stated that the trigger cord was found detached from the barrel. This occurred prior to patient contact; there was no impact to the patient.

Manufacturer narrative:
Initial reporter section: occupation - unknown. Investigation evaluation: the product said to be involved was returned in an open box and tray from the lot number provided in the report. The label matches the product returned. Only the barrel with the trigger cord and five (5) bands attached, along with the irrigation adapter, were returned. The missing band, handle, and the loading catheter were not included in the return. Our laboratory evaluation of the product said to be involved confirmed the report. During a visual examination, it was observed that one leg of the trigger cord had come out from behind the sixth band. Two (2) beads were therefore out of place and the trigger cord position had shifted. The beads for the missing band 1 were on the trigger cord inside the barrel. The remaining beads were still on the barrel but were out of place. The beads were examined using magnification and appeared to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured within tolerance. The trigger cord was intact and not broken. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual prior to use testing conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.